Event description:
I am a quadriplegic. I received the electric wheelchair about 2 months ago. The following wheelchair characteristics increase the risk of injury: the speed and directional controls are not precise. The joystick flops to the side making the chair wheel difficult to control. There is a delay between the movement of the joystick and the change in velocity or direction of the chair. Three events demonstrate the injury risk: I must transfer from the wheelchair to a portable commode and back to the wheelchair to perform bowel movements. I use a pole to aid in standing up to perform this transfer. The pole is like a striptease pole. The attendant controls the chair to move the commode in place. On two occasions, difficulty by the attendant in controlling the movement of the chair resulted in a lunging forward of the chair which pushed my legs into the pole and nearly injured me. On a third occasion, the attendant was unable to lower the footrests. This caused me to sit on the edge of the chair and fall to the floor with my leg bent at a sharp angle. One leg was on either side of the pole. My attendant had to enlist the aid of a second helper to lift me up by the pole. The light switch was locked in the "on" position for the first two weeks. The led lights are very bright. The chair is near my bed. Suddenly one day about three weeks after I received the chair, the light switch worked. The chair is extremely complex. It has too many features. It is heavy and large. It is high and it is not possible to sit at a desk or perform rehab exercises. Summary - poor design control creates an injury risk.